Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported that her blood glucose measured hi on her blood glucose monitor last night and she bolused 10 units of insulin. When she woke up this morning, her blood glucose still measured hi and her infusion device was in the stop mode. There were no error message in the device history to explain why the infusion device was in stop mode. The infusion device started correctly and was correctly programmed. The pt declined to troubleshoot. Upon f/u on (B)(6) 2011, the pt stated she was unable to lower her blood glucose and she went to the hospital on (B)(6) 2011. She stated her blood glucose was "fine." She declined to troubleshoot. Upon f/u on (B)(6) 2011, the pt stated she did not have time to troubleshoot and stated the infusion device was working. No product was requested to be returned for evaluation.